Event description:
It was reported the programmer cannot power up. The programmer was returned for servicing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and analysis could not verify the programmer not powering up. It was also noted that the stylus pen was missing, the programmer cooling fan was noisy, the programmer needs ECG connector update to protect ECG connector and the handle was updated.